Event description:
I infuse immunoglobulin subcutaneously several times each month. Early this summer I began to get a severe rash in the general area where I had been inserting the needles. Not always in the same location and not every infusion. However after a particularly sever adverse reaction in november I noticed the line from the syringe to the needle was leaking underneath the dressing. I know from past experience not to let ig sit on the skin surface for any length of time. I was just slow to realize my rashes were caused by a leaking line and the medicine trapped next to my skin by the transparent dressing for the duration of the infusion. I showed the rash to my primary care physician, doctor (B)(6) and although he did not recognize the rash, he asked if it could be related to my infusions. That tweaked my memory, and I requested my specialty pharmacy send me a different brand of needle set. Since switching to emed needle sets, I have not experienced the adverse reaction. The leak seems to originate where the tubing enters the 'butterfly' grip on the needle. Unfortunately, I did not keep the most recent leaking set, but I know it was from one of two batches I have been using since july. High-flo subcutaneous safety needle sets. 26g. 20", 2 needle 26g 12mm. High-flo subcutaneous safety. I have reported this issue to (B)(6).